Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
Bd proactively obtained the report in the maude database, which states ¿per an online discussion board, the customer reported that their facility uses alaris infusion pumps and they had multiple reports last week regarding incorrect volume detection, incorrect rates of delivery, and backflow into syringes. Upon investigation of these events it was identified that they had received new syringes distributed by cardinal health labeled as monoject syringes. They were different from their previous covidien monoject syringes with respect to barrel size, plunger length, dead space volume, and space between the volume.¿ there was patient involvement but no harm. Although requested, additional information was not provided.